Manufacturer narrative:
Correction: this complaint was re-evaluated and was determined to be not reportable. The foreign matter on returned device was not in the fluid pathway. Reportability determination rationale: this is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Foreign matter not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm/serious injury.

Event description:
Material no: 305901 batch no: 9170941. It was reported that before use of the bd safetyglide¿ needle foreign matter contamination was found in product packaging and seal/seam. The following information was provided by the initial reporter: unfortunately, we discovered a contamination issue with 5 each r0459 / 305901 needle: 25 ga x .625 safety glide.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305901 batch no: 9170941. It was reported that before use of the bd safetyglide¿ needle foreign matter contamination was found in product packaging and seal/seam. The following information was provided by the initial reporter: unfortunately, we discovered a contamination issue with 5 each r0459 / 305901 needle: 25 ga x .625 safety glide.